Event description:
It was reported that the bd alaris pump module smartsite infusion set was missing its roller clamp dring use. The following information was provided by the initial reporter: the IV tubing found to not have roller clamp on it during line change. Product changed out for new tubing before spiking bag.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a complaint of a set being found without a roller clamp was received from the customer. An unused sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The set was missing a roller clamp. A device history record review for model 2432-0007 lot number 22025946 was performed. The search showed that a total of (B)(4) units in 1 lot numbers were built on 24feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause for this defect can be related to an incorrect use of fixture 2107 due accumulation of material ¿ assembler error. It was confirmed in the process review carried out by the cmrb team. A quality alert was created to inform all involved personnel of this failure and to reinforce the use of fixtures and to assemble one set at a time to ensure the assembly of the roller clamp onto the product. Additionally the fixture will be replaced to avoid accumulation of material and roller clamp missing during assembly. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was missing its roller clamp "during" use. The following information was provided by the initial reporter: the IV tubing found to not have roller clamp on it during line change. Product changed out for new tubing before spiking bag.